Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for stopper pop off was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as the samples meet the required specifications. Further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Underfill - a CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Stopper pop off - based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Underfill-based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Stopper pop off-complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10% out of 100 vial tubes from the bd vacutainer® citratetubes either were underfilled or had stopper pop off issues during use. No reports of serious injury or medical intervention were noted.

Manufacturer narrative:
Correction information changed: "date received by manufacturer:". The following field has been updated. Date received by manufacturer:11/17/2017.